Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer changes set every 4 days. Customer does not have a tubing clamp. Customer and their doctor feel that the pump is not operating correctly and customer is now on a manual injection plan.